Manufacturer narrative:
A siemens field service engineer inspected the immulite 1000 instrument. Analysis of the instrument indicated that the cause for the discordant psa results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low immulite 1000 psa results were generated on one (1) patient sample. The physician questioned the results and requested a rerun of the specimen. The sample was repeated the next day and the corrected results were reported. There was no known report of treatment given or withheld based on the discordant psa results.